Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.

Event description:
Complaint received reporting a leak in the retention balloon of the device. The leak was discovered prior to use, no further information was provided.